Manufacturer narrative:
The device was returned and evaluated, and the customer's allegation was confirmed. In addition to the malfunction documented in b5, the additional evaluation findings are as follows: due to wear of the angle wire the bending angle in the up direction did not meet the standard value, due to wear of angle wire the play of up/down knob was out of the standard value, due to damage on up/down knob the knob did not move smoothly, due to a pinhole on the bending section cover rubber the water tightness was lost, the adhesive on the bending section cover rubber had a chip, due to clogging of nozzle the air supply volume and water removal ability did not meet the standard value, the bending section cover rubber had a scratch, the up/down knob had a scratch, the lock engagement knob and lever had a scratch, the adhesive around the objective lens was peeled, the adhesive around the light guide lens was peeled, the light guide lens had discoloration, the plastic distal end cover had a scratch, the connecting tube had a scratch, the objective lens had discoloration, the scope connector cover unit had a scratch, the suction connector had discoloration and a scratch, the protector of the universal cord on the suction connector side had a scratch, the universal cord had a scratch, the image guide protector had a scratch, the forceps channel port was shaved, the grip had a scratch, the scope cover had a scratch, the switch box had a scratch, switch 1 had a scratch, the paint on the suction cylinder was peeled, the paint on the air/water cylinder was peeled, the right/left knob had a scratch, the control unit had discoloration and a scratch, and the electrical connector had discoloration due to water leakage. The customer cleaned, disinfected, and sterilized the device before returning to olympus for evaluation with no reported delays or abnormalities the investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that while using the colonovideoscope, the unit experienced bad angle. There were no delays or patient harm associated with the reported event. The device was returned for evaluation. During the device evaluation, the following reportable malfunction foreign object found in the nozzle was found. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the nozzle was unable to be further specified. Moreover, no physical damage of the device was confirmed where the foreign material had remained, nor was any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. The event can be detected and prevented in accordance with the following instructions for use (IFU): IFU states that detection method in evis lucera gif/cf/pcf type 260 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in evis lucera gif/cf/pcf/sif type 260 series reprocessing manual chapter 3 cleaning, disinfection, and sterilization procedures. Olympus will continue to monitor field performance for this device.